Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation conclusion was chosen due to the lack of availability of a more appropriate code. On (B)(6) 2017, it was reported that the device's hose was damaged and an air gap was found in the connection. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea has been previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The last repair was on september 13, 2012 for the device having pressure issues and the motor was replaced. Product review of the air dermatome by medicrea on may 30, 2017 revealed that the air hose is completely out of service due to excessive damage. It was also noted that the motor was used/ damaged. The calibration was out of specification. Repair of the air dermatome was performed by medicrea on june 22, 2017 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, reciprocating arm, aluminum lever, ball plunger, lever, control bar and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event 'the device's hose being damaged' was confirmed since during product review the hose had excessive damage. The reported event "an air gap was found in the connection" was confirmed since the damaged hose could cause an air leak. The cause of the air gap in the connection was due to damaged hose. The root cause of the damaged hose and air gap cannot be specifically determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device hose was damaged. The air gap was found in connection.